Event description:
When kit was opened and gloves were being put on, right glove completely fell apart and ripped to shreds. Initially it was the ring on the glove at the wrist however when attempting to "pull up" the glove, the fingers ripped and glove was unable to be used. Luckily another staff member was in the room and was able to quickly get another set of sterile gloves. If they were not there, we would have needed to open a completely new kit as I could not leave the opened kit in the room with the patient and ensure sterility of the contents.